Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a temperature alarm occurred multiple times while the user was walking home. There was a delay in clearing the alarms; however, insulin delivery was resumed. Reportedly, the weather was extremely cold. The user reported a blood glucose (bg) level of 200 mg/dl for this issue. However, the user also reported a bg level of 300 mg/dl and stated that this bg level was due to their menstrual cycle. The user addressed bg level with a bolus.